Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records that the lot identified found no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 00771101200, item name: femoral stem 12/14 neck taper, lot #: 62071582; item number: 00620205622, item name: shell porous with cluster holes, lot #: unknown; item number: 00877503202, item name: bioloxâ® delta, ceramic femoral head, lot #: 2654546. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02899, 0001822565 - 2019 - 02901. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain, audible noises, arm tremors, fatigue and hearing issues post-implantation. Attempts have been made and no additional information is available at this time.